Manufacturer narrative:
Updated blocks: b1, b2, b5 and d9.

Event description:
Per clinical review: on 12-sep-2023, the team at the user facility experienced a problem with the heart lung machine (hlm) electronic patient gas system (epgs) while on cardiopulmonary bypass (cpb), described as oxygen (o2) calibration failure. The clinician's description was that after an initial successful o2 calibration and while on bypass, it was noted that the fraction of inspired oxygen (fio2) suddenly went from 75 to 100, after which they recalibrated the o2 sensor and it passed. Subsequently, the fio2 went from 85 to 100, after which they switched to an o2 tank for blender delivery and continued to see blender fluctuations. It was also noted that the patient's blood gasses remained normal.

Manufacturer narrative:
During laboratory evaluation, the product surveillance technician (pst) installed the oxygen (o2) sensor into lab use only (luo) testing equipment. In ambient air, the sensor output was measured to be 11.0 millivolts (mv) which is within the 9-13 mv expected range. The o2 sensor calibration was successful. Several fraction of inspired oxygen (fio2) setpoints were checked for accuracy and the sensor output voltage was also monitored. At each setpoint the system was accurate and stable. The o2 sensor operated as intended during evaluation. Per data log review, several instances of 'o2 sensor and blender disagree' events were logged. This would cause the epgs to prompt for recalibration.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified that the o2 displayed value was not accurate/maintaining set point. The fsr replaced the o2 sensor and release testing was performed. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the electronic patient gas system (epgs) calibrated successfully but then the fraction of inspired oxygen (fio2) fluctuated from 75% to 100%. The epgs was recalibrated and passed but the fio2 values still fluctuated from 85% to 100%. The facility oxygen (o2) source was checked and no issues were found. As a result, an external o2 tank was used but the fluctuations remained. The patient's blood gasses were normal. There was no delay. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.